Event description:
Boston scientific crm received information that during a follow up visit, this left ventricular lead (serial number unknown) exhibited impedances greater than 2000 ohms. A lead fracture was suspected. The lead was deactivated and remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
The left ventricular lead was deactivated and remains implanted. Should additional information become available an amended report will be submitted.

Event description:
On (B)(6) 2012 the serial number was received for this lead. The correct model and serial number combination for this lead is 4517/(B)(4). A revision procedure was performed and the lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The explanted left ventricular lead was not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.